Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had high complexity in access, so subclavian access was used. During the procedure, upon initiating the pre-dilation, the patient went into cardiorespiratory arrest. Resuscitation and initiation of external pacemaker activity was used and the patient was able to return to sinus rhythm. Upon starting the implant, the valve appeared to be low, requiring recapture and repositioning. When this was done, the patient went into cardiorespiratory arrest again. The physician implanted the navitor at a depth of 3mm in an attempt to return the patient to sinus rhythm, but was without success. The patient ended up passing away due to cardiorespiratory arrest.

Manufacturer narrative:
The device was not returned for analysis. An event of cardiac arrest and patient death was reported. Information from the field indicated that resuscitation and initiation of external pacemaker activity was used and the patient was able to return to sinus rhythm. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, cause for the reported cardiac arrest and patient death could not be conclusively determined. It is possible that they are related to the implant procedure. However, this cannot be confirmed. The reported death appears to be related to the cardiorespiratory arrest. The reported unexpected medical intervention was the result of case-specific circumstances, as temporary pacemaker implant was performed. The event and imaging was reviewed by an abbott senior director of medical affairs. The reviewer stated, "the cause of death would appear to be procedure related. There does not appear to be any device malfunction. No further analysis is possible given the limited information provided. If additional information or imaging is obtained, an addendum medical review will be completed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor valve was selected for implant using a large flexnav delivery system (ds). The patient had high complexity in access, so subclavian access was used. During the procedure, upon initiating the pre-dilation, the patient went into cardiorespiratory arrest. Resuscitation and initiation of external pacemaker activity was used and the patient was able to return to sinus rhythm. Upon starting the implant, the valve appeared to be low, requiring recapture and repositioning. When this was done, the patient went into cardiorespiratory arrest again. The physician implanted the navitor at a depth of 3mm in an attempt to return the patient to sinus rhythm but was without success. The patient ended up passing away due to cardiorespiratory arrest.